Event description:
It was reported that (1) 512hn was used during a laparoscopic adrenalectomy procedure. It was reported by the rep that the seal on the trocar broke due to the "ecra" clip applier going in and out of it. It is unknown how the case was completed. There was no consequence to pt.